Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2015 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2015. As reported by the patient's attorney, the patient underwent a flexible cystoscopy procedure on (B)(6) 2018 due to chronic lif (left iliac fossa) neuropathic type of pain. Scarring and left arm sling was found to be palpable over mid-urethra. Boston scientific has been unable to obtain additional information regarding the event to date.